Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The investigation confirmed the reported difficulty positioning and concluded the reported user experience was related to the observed bent mandrel. However, a definitive cause for the mandrel bend could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report atypical movement of the clip delivery system in the left atrium which has potential to cause tissue damage. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The left atrium (la) was dilated. During preparation of the clip delivery system (cds), the lock lever was retracted to the blue line and there appeared to be stress on the cds, as the shaft was bending more than 30 degrees. The decision was made to continue with the use of the device. After the cds was advanced into the anatomy, the clip was positioned at the a2/p2 location in the la. An attempt was made to open the clip to perpendicular alignment but the cds sleeve jumped medial. It was not possible to position the clip; therefore, the cds was removed and replaced. Two clips were implanted, reducing the mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.